Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are scheduled for a brain MRI and need to put the device into MRI-safe mode. The patient stated that when they put the communicator on their hip, they are getting a message that the data has been wiped out. The patient mentioned that they have had 6 previous cardiac defibrillations that they believe caused the ins to lose data. The agent asked the patient what the message said, specifically, but the patient said that they couldn't find it at the time of the call. The patient also went on to say that "the whole thing is not working." The agent walked the patient through connecting to their settings, and the patient was seeing the message that 'internal device has lost all data' and to contact the clinician. The patient stated they initially saw the message 6 months ago but that ins has "never" worked for them and hasn't managed symptoms at all. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.